Event description:
In 2008, a clinical incident involving a arthrocare arthrowand was reported to arthrocare corporation. During a shoulder arthroscopy procedure, it was reported two electrode balls detached from the tip of the wand and may still remain in the pt's shoulder. There is no reported injury to the pt and no reported complications.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The visual examination confirmed two electrode balls had detached from tip of device. It was determined the root cause of the detachment of the electrode balls was due to mechanical damage to the balls. In addition, the lot history record for lot# u732670-b was reviewed. The lot met all device specifications.